Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain, severe monthly lower stomach pain/lower stomach pain(cramping)') in a (B)(6)-year-old female patient who had essure (batch no. 727102) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loss of teeth, seizure, uterine leiomyoma, heavy periods, perineal pain, anogenital warts, clot blood and hemostasis. The events were not observed in the past. Current weight (B)(6) lbs. Previously administered products included for contraception: depo shot from 2006 to 2007; for an unreported indication: keppra. Concurrent conditions included bloating since (B)(6) 2020. Family history included anemia and blood pressure high. Concomitant products included amoxicillin, azathioprine (azathioprin) since (B)(6) 2017, azathioprine sodium (imuran), hydrocodone, hydroxychloroquine sulfate and prednisone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraines/headache"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus ("autoimmune disorder- type of disorder: lupus"). On an unknown date, the patient was found to have smear cervix abnormal ("abnormal pap smear") and weight decreased ("weight loss") and experienced rash ("rashes on head"), rash pruritic ("not significantly pruritic"), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain"), pain in extremity ("leg pain"), vulvovaginal pain ("vaginal (during sexual intercourse)") and arthralgia ("joint pain ( diffuse)"). The patient was treated with surgery (hysterectomy (partial), implant of iud, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, dysmenorrhoea, headache, migraine, dyspareunia, vaginal discharge, systemic lupus erythematosus, smear cervix abnormal, rash, rash pruritic, tooth disorder, fatigue, weight decreased, alopecia, back pain, pain in extremity, vulvovaginal pain and arthralgia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pain in extremity, rash, rash pruritic, smear cervix abnormal, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: events were not observed in the past. Patient received drugs (unspecified) for lupus. Reported pain was specified as severe monthly lower stomach pain. Patient wants to have essure remove to stop the pain there are 2 coils in the endometrial cavity. The second is inserted on the right side. It is seated. It is released. There are 2 coils left in the endometrial cavity. Discrepancy in essure insertion date - earlier reported date was (B)(6) 2010 now as per pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Computerised tomogram neck - on (B)(6) 2018: diffuse neck adenopathy. Multiple parotid enhancing lesions likely intra parotid lymph nodes. Diffuse thickening of the naso and oropharynx without discrete mass.. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Everything was healing as normal; on (B)(6) 2011: normal uterus. Devices appear in adequate position with effective tubal occlusion. Total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: cramping. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: fu 5,6 and 7 were processed together. Pfs and mr received : case has become serious incident. New events added: rashes on head, not significantly pruritic, dental problems, fatigue, weight loss, hair loss, back pain, leg pain, vaginal (during sexual intercourse), joint pain ( diffuse). Patient history, lab data, cluster ID, concomitant drugs were added and reporter information were updated. On 24-jul-2020: fu 5,6 and 7 were processed together. Pfs and mr received : case has become serious incident. New events added: rashes on head, not significantly pruritic, dental problems, fatigue, weight loss, hair loss, back pain, leg pain, vaginal (during sexual intercourse), joint pain ( diffuse). Patient history, lab data, cluster ID, concomitant drugs were added and reporter information were updated. On 5-aug-2020: fu 5,6 and 7 were processed together. Pfs and mr received : case has become serious incident. New events added: rashes on head, not significantly pruritic, dental problems, fatigue, weight loss, hair loss, back pain, leg pain, vaginal (during sexual intercourse), joint pain ( diffuse). Patient history, lab data, cluster ID, concomitant drugs were added and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.